Event description:
I have a medtronic 670g insulin pump ("670g") and a guardian 3 continuous glucose monitor (cgm). The 670g receives input from the cgm and is supposed to alert me if I'm hypo- or hyperglycemic, and adjust my insulin dose accordingly. The cgm claims that it will only need calibration with a blood glucose monitor (bgm) twice daily, but I've frequently (generally 3-4 nights/week) been awoken overnight to provide a calibration measurement despite having inputted one <6 hours prior. The 670g will provide a time at which the next calibration will be required, but this often is much later when the next calibration is actually requested. At times it has required calibration hourly for 3-4 hour periods, often during the overnight hours while I attempt to sleep. Frequently the 670g notifies me that there has been a calibration error and that I need to insert a new sensor. Medtronic's reps often suggest that my sensor may have been part of a "bad batch", but upon hearing this I have requested that all sensors from a defective "batch" be replaced and yet the problem continues. I don't think an FDA-approved product should fall as often as the dexcom cgm sensors do; consumers pay for this product and we should not have to provide qc to dexcom. Most alarming was when I awoke randomly around 3am on (B)(6) 2019 feeling hyperglycemic and saw that my cgm glucose reading was 95 despite my subsequent bgm reading being 279. I rely on the 670g to notify me when my blood glucose level is rising so that I can bolus extra insulin before I become severely hyperglycemic, but due to the cgm's failure, no notification was sent. I spent nearly an hour trying to vomit before the insulin finally lowered my glucose enough to sleep. Relying on the 670g/guardian 3 for my diabetes care is proving to be dangerous and I'm deeply concerned that others are relying on its inaccurate readings. This device is a true danger to diabetics and should not be on the market until these serious issues are resolved. I hope you will take action to correct these life-threatening mistakes as medtronic's customer service seems happy to attribute them to "batch failures." T1dm. FDA safety report ID# b)(4).